Event description:
While performing a triple arthrodesis using a cannulated screw, the tip of the cannulated 4.5mm tap broke off. This was noticed upon taking x-rays near the end of surgery. The surgeon was advised by the factory to remove broken tip. The retrieval and reinsertion of the screw extended operative time by approx 2 hrs.